Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 220 mg/dl. The customer found cracks on the corners of the screen. The customer is unsure how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm failed battery test and battery out limit. Customer's blood glucose was 220 mg/dl. The troubleshooting was stopped, customer was advised that the device would be replaced for blank display.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, the insulin pump was tested with a good battery cap and no blank display and no any battery anomaly alarm during our testing. The insulin pump had normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.